Manufacturer narrative:
The customer was able to correct the fault. No ge service was required. The system operates as intended.

Event description:
The customer reported that the 7700 system would not take x-rays. No pt injury was reported.